Manufacturer narrative:
The lead was surgically abandoned (capped) and was replaced, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2013, the customer reported that this right atrial (ra) lead exhibited a gradual increase in pacing impedance measurement from 1000 at implant to 1500 ohms. This lead was surgically abandoned (capped) and was replaced thereafter. Additional information states that the cause of gradual increase in impedance was not conclusively determined. No adverse patient effects were reported. The lead was actively implanted for approximately 12 years.